Event description:
The customer reported they found error codes in the diagnostic log which is relevant to a ventilator inoperable condition. The ventilator was not in use on a patient at the time of the event occurred.